Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing process. The customer was advised to disconnect the tubing connector from his reservoir and reconnect it. He was unable to use the plunger rod during troubleshooting, as he had discarded it. He attempted to use a new plunger rod from a different package to push insulin through the tubing and observed great resistance with the plunger push. He repeated this process and was able to get insulin out with a plunger push the second time. The customer's blood glucose was 289 mg/dl. He was advised to try priming the tubing again by placing the reservoir into the insulin pump. He stated that the insulin pump primed as normal. The insulin pump delivered insulin with a fill cannula process. The customer was advised to replace the reservoir and he declined, stating it was unnecessary. He was advised to change the complete set if the issue persisted.